Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) in the USA, alleging the ot verio test strips were given an error message 10% of the time. There was no indication that the lfs product caused or contributed to a adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).